Manufacturer narrative:
Concomitant medical products: 6935m55. Lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation that was induced by their right atrial (ra) lead. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.